Event description:
Paramedics responded to a patient in cardiac arrest. The device was first connected to the patient with ECG leads to confirm a shockable rhythm, then connected with disposable defibrillation/ECG electrodes in the anterior/posterior position to deliver countershocks. The device was charged to 30 joules but, according to the reporter, the device alarmed "connect electrodes" and would not transfer energy to the patient. The patient was not resuscitated. The reporter stated that the alleged device malfunction did not cause or contribute to the patient's death because the patient was not viable.